Manufacturer narrative:
Investigation confirmed that one of the wires soldered onto the thermistor assembly had a failed solder joint. Thermistor assembly was replaced and tested again with no issues.

Event description:
Arterial pump tile read "arterial hardware fault" and rpms went to zero. Perfusionist noted zero flow and clamped lines. Centrifugal pump moved to hand crank and support to patient resumed after 1 minute. Decision made to replace centrifugal pump drive with new cp37 drive and new sap cable. Replacement showed no sign of error, pump moved over to new drive from hand crank. Flows resumed with no further alerts on arterial pump tile.